Manufacturer narrative:
After battery installation, no blank display or display anomaly or frozen screen noted. Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion tests, sleep current measurement, active current measurement and self-test. No unexpected no delivery, insulin flow blocked alarms, or prime or fill, rewind anomalies were noted during testing. Device had missing display window cover, cracked case. Device p-cap or test reservoir locks in place properly and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that they experiencing high blood glucose level 522 mg/dl and 500 mg/dl which was treated by manual injection. Customer stated that insulin pump's screen was frozen. Customer did run self test and it was passed. Customer did run displacement test and got no reservoir detected alarm. Customer stated that insulin pump was not giving readings. Insulin pump will returned for analysis.